Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 1 month after the dental implant in ada site 13 was placed, the implant lost osseointegration in type iii bone. No infection was present. A bone graft was completed after the implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received was not manufactured by neodent.

Event description:
The clinician reported that nearly 1 month after the dental implant in ada site 13 was placed, the implant lost osseointegration in type iii bone. No infection was present. A bone graft was completed after the implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).